Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised the left bar that goes from front to rear that holds pail fell out and the front bar is bent that goes from left to right. Dealer advised end user was stuck for about thirty minutes until daughter came home.